Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an atrial fibrillation ablation procedure an air leak occurred. The air leak occurred approximately 10 minutes after the introducer was inserted. Air was observed in the coronary artery and the patient experienced bradycardia. Air was removed from the coronary artery and the bradycardia resolved without intervention the introducer was replaced and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. A syringe was also returned. The reported event of an air leak was confirmed. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak is consistent with damage during use.